Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle never deployed the cannula into the skin. The pink slide did not move forward, and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was worn less than an hour.

Manufacturer narrative:
The pod arrived fully deployed, delivering less than 200 pulses. No damages were observed that would contribute to the reported event. The cause of the reported needle mechanism complaint could not be determined. The exposed portion of the soft cannula was observed to be flattened and stretched. Fluid flow was unaffected. The timing and cause of the observed cannula damage could not be determined.